Manufacturer narrative:
The investigation determined the customer's actions resolved the issue.

Manufacturer narrative:
The electrode lot number is 16774. The expiration date was requested but not provided. The customer used a new internal standard with a new lot number. The customer stated that this resolved the issue as the qc and patient results became higher. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c (501) module. The initial results were reported outside of the laboratory. The reporter stated the sodium patient results were low and that some doctors questioned the results which prompted the rerun of the patient samples. They stated that qc was within range but about -1 standard deviation. The difference between the initial and repeat results was reportedly 7 to 8 mmol/l with one result difference as high as 10 mmol/l. The reporter stated they had to issue 32 corrected reports. The reporter was able to provide one example of a discrepant result. The reporter stated that the repeat result may have been from their other analyzer. The initial sodium result from the module was 126 mmol/l. The repeat result which may have been from their other analyzer was 134 mmol/l. The repeat result was deemed correct.